Event description:
On (B)(6) 2010, patient reported the up and down buttons do not respond when she is trying to program a bolus. Patient stated it "feels like the down button is mushy." Patient reported the issue first began on (B)(6) 2010. Patient stated the buttons pop back out when pressed and released. Patient reported the infusion device gets dropped "here and there". Unable to troubleshoot at the time of the call. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.